Event description:
A report was received that stated a patient's mother experienced a malfunction with a 5.5 pediatric tracheostomy tube cuffed (pdc). The patient's mother stated that one night she heard her son's ventilator and pulse oximeter alarming. She went into her son's room and noticed his oxygen levels were low. Additional air was provided and the tracheostomy was removed. A new tracheostomy was placed and the ventilator was reconnected. The mother then tried to inflate the cuff on the removed tracheostomy with 4.5 cc's of air. When this was done she found the cuff inflated but had a small ballooning area. The used tube had been in the patient for thirteen days. The customer stated they would not return the item for investigation and discarded the package. There was no patient harm or injury reported.

Manufacturer narrative:
(B)(4).